Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with 160 units of insulin. The customer reported blood glucose level ranged from 112-150 (mg/dl). Multiple attempts were made by tandem technical support to obtain if the insulin gauge adjusted to the accurate fill estimate value; however, no further information was provided.